Event description:
It was reported that the balloon ruptured occurred. A 2.50mm/140cm/1.5cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 30 seconds. The procedure was completed with another of same device. No patient complications were reported.